Manufacturer narrative:
Evaluation summary: one forcefx-8c generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing of the device found the returned sample to function normally and within all related specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device will not be returned. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during brain surgery, a device related burn occurred on the head and neck of the patient. The patient outcome and further burn information was not available. A non-medtronic electrosurgical pencil, negative pad and bipolar tweezers were in use with the generator.